Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 460 mg/dl at the time of incident. Customer stated auto mode feature was not active. Customer also stated that reservoir ring was came out and she pushed the reservoir back in, and it pushed some insulin through as a result. The insulin pump will not be returned for analysis.